Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
The available details indicate that the self-test failed. The customer informed that the issue was resolved. No repair details were provided. The device remains at the customer site, and no further evaluation is warranted at this time.